Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (true2go). The complaint was classified based on the customer service representative (csr) documentation. It is not known when the alleged meter inaccuracy issue began. The patient reported obtaining a blood glucose result of ¿264 mg/dl¿ with the subject meter and ¿151 mg/dl¿ with another device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lfs¿ criteria for accuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjusted) and claimed she took less food and drink in response to the alleged inaccuracy issue. The patient reported that an unknown time after the alleged issue occurred, she developed symptoms of being ¿out of balance and stomach hurt¿. The patient denied receiving any medical treatment as a result of this issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia and she did not receive any medical intervention for this condition after obtaining the alleged inaccurate high results. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.